Event description:
Information received indicates the brake caster wheels are holding when in brake but continue to ratchet (swivel).

Manufacturer narrative:
The technician replaced the brake and steer casters to repair the bed.